Manufacturer narrative:
A spacelabs technical support engineer assisted the biomedical engineer with troubleshooting the telemetry system. During troubleshooting, the xhibit central station's telemetry network cable link light was found illuminated but not flashing as expected, indicating telemetry data was not being received. The biomedical engineer reseated the network cable and confirmed the reported issue was no longer present. Although reseating the network cable resolved the reported issue, the root cause could not be determined. Should any additional information become available, a supplemental report will be submitted in accordance with cfr 803.56.

Event description:
Spacelabs healthcare was notified that 6 beds connected to the xhibit telemetry receiver (xtr) system briefly went offline sometime from 8:50pm to 9:00pm. There is no patient or user harm reported with this event.